Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient had the system implanted for bilateral foot pain and it was working well for that. The patient developed new low back pain since implant surgery and was sent for an MRI by her healthcare provider (hcp) and nurse practitioner (np) to image her lumbar spine for disc degeneration or spinal abnormalities. Per the hcp, this was not related to the stimulator. There was no alleged product issue but impedance testing was performed and no cause of the issue was determined. At the time of the report the device remained in service and no other troubleshooting was going to be performed. The patient later reported that they had extreme pain in their back that seemed to be coming from the stimulator which had been going on since implant but it had gotten better as time progressed. It was noted that it got worse again after her car accident on (B)(6) 2014. Stimulation helped with the pain in her legs and ankles. Prior to the car accident she had back troubles including a bulging disc and had an MRI done because of it. When she would bend over ¿she would get stuck, since she had lost some weight.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.